Manufacturer narrative:
The device was returned to an authorized resmed third party service center for evaluation and service. The customer was issued with a replacement main circuit board to address this issue. An investigation determined that the reported failure to complete its internal self-test was due to operator error while the power source detection issue was due to a faulty/defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.